Manufacturer narrative:
MDR: 9618003-2020-15060 / device 4 of 7. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The end user reported an ongoing issue with moldable material of the wafer. She found some of the moldable material stiffer to roll and it disintegrated as she found some pieces of it in her pouch. The end user usually changes her appliance twice a week but with 7 out of 10 skin barriers in this box, she had to change every 2 days. There was no harm reported and no photo is available at this time.